Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal end of the inner shaft of the device is fractured from the shaft at the proximal end of the distal portion of the shaft just behind the opening for the slough chamber. An evaluation of the customer provided images found both the inner and outer burrs laying on a surface. The tip of the inner burr is detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors, that can contribute to the complaint event, include an application of unintended inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the tip of the blade elite abrader was detached. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found both the inner and outer burrs laying on a surface. The tip of the inner burr is detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force or excessive sideloading to the device. Based on this investigation, the need for corrective action is not indicated.